Manufacturer narrative:
The customer¿s meter and strips have been requested for return but were not available. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient. Unique identifier (UDI) #asku.

Event description:
There was an allegation of a questionable result from coaguchek inrange meter serial number (B)(4) compared to a laboratory using neoptimal stago reagent. The laboratory tests were performed within three hours of the meter tests. On 20-may-2021, the meter result was 3.7 inr and the laboratory result was 2.7 inr. On 25-may-2021, the meter result was 3.9 inr and the laboratory result was 2.9 inr. On 28-may-2021, the meter result was 4.4 inr and the laboratory result was 3.1 inr. The therapeutic range was 3- 3.5 inr.